Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water leakage occurred from the catheter during the pretest.

Event description:
It was reported that water leakage occurred from the catheter during the pretest.

Manufacturer narrative:
Received 1 used silicone catheter. The reported event was confirmed as manufacturer related. During visual inspection, no deficiencies were found along the catheter. Per functional evaluation, the catheter balloon was attempted to be inflate with a 10cc mixture of tap water and blue methylene using a syringe and water immediately passed from inflation to the drainage lumen inside of the funnel. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).